Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 10-100 colony forming units (cfus) of escherichia coli. The scope was reprocessed again and tested a second time 6 days later and was positive for 10-100 cfus of escherichia coli. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. The issue was not confirmed, as the scope was not microbiologically tested by olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (b5) and to provide an update to field (h3). The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. Additionally, there were non-reportable (non-pae) defects noted.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that since the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. However, the root cause could not be identified. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was not used for a procedure between date a and b testing. The device was quarantined without being used. Additional reprocessing was performed before the subject device underwent micro testing and before the subject device was sent to olympus. The subject device is stored in room temperature under normal air concentration.